Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Noted that device serial number available in save to disk file but not shown on interrogation print out. Device was programmed prior to implant and serial number inadvertently cleared, but can be re-entered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not implanted and never opened. As the device was being pre-programmed for use, the serial number showed as an invalid number. The physician used a different device to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.